Event description:
It was reported that at a patient's office visit, the patient's device was interrogated and found to have high impedance. The patient was referred for x-ray and lead revision. No x-ray was received and no surgery has occurred to date. No further relevant information was received to date.

Event description:
A full revision surgery was successfully performed. High impedance was found pre-operation. The lead was replaced due to the high impedance, and the generator was replaced prophylactically. It was indicated that the explanted devices were not available to be returned for analysis. No further relevant information has been received to date.